Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Teleflex has requested this information. No response received to date. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges the device cuff burst. Alleged issue reported as occurred prior to use on a patient during inspection/functional testing. No patient involvement reported.

Event description:
Customer complaint alleges the device cuff burst. Alleged issue reported as occurred prior to use on a patient during inspection/functional testing. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. The blue cuff and the clear cuff were inflated from 25mbar to maximum pressure using a calibrated endotest. The cuffs did not burst even when inflated to 120mbar. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device cuff burst. Alleged issue reported as occurred prior to use on a patient during inspection/functional testing. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and signs of use were observed on the sample. The tracheal clear and bronchial blue cuffs were then inflated to 25mbar using a calibrated endotest. Both cuffs remained inflated. The device was immersed in water and no bubbles were observed indicating no leaks. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.